Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned for evaluation.

Event description:
It was reported that patient underwent a revision surgery on (B)(6) 2019, due to pain and anchor migration, which was originally implanted on (B)(6) 2019.